Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse states they have been trying to cool liver failure patient for the last 34 hours and device does not seem to be cool the patient. Patient height was 5 feet 7 inches, weight was 170 lbs, and full pad coverage noted. Patient temperature was 101.3f, target temperature was 98.6f, water temperature 85.1f, flow rate 2.4 l/m. Walked through accessing event log and alert 113 (reduced water temperature control) given 4 times this morning. Placed in manual control at 39.2f nurse states that this is as low as the device will go. Temperature (t1) was 84.7f, temperature was (t2) 84.6f, temperature was (t3) 84.6f, temperature was (t4) 84.9f, water flow rate was 2.9 l/m, inlet pressure was -7 psi, circulation pump command was 86 percentage, mixing pump command was 100 percentage, system hours was 1480.4 pump hours was 1286.8. Advised nurse to drain pads, swap out device and send to biomed. Nurse notes they have another device that can be used. Per follow up on (B)(6) 2020 via nurse, they swapped the device to complete therapy and the first device to biomed. Per follow up on (b)6) 2020 via biomed, spoke with tech support and will go with the "replacement plan" like replacing the mixing pump, valves and etc. Will send the device in. Per evaluation findings, the molded chiller pump outlet tube had encrusted material around the inlet to the chiller tank. The tube was bent in such a way as to partially obstruct the flow of water to the chiller tank. This tube would need to be replaced. Tank seals were found to be torn and lifted from the tank when the pumps were lifted off the tank and would need to be replaced. The double bend tube from the tank to the manifold and the chiller tank outlet to tank tubes had expanded and needed to be replaced.